Event description:
It was reported that a person using the ilet experienced hyperglycemia up to 386 mg/dl after missing a meal announcement, followed by overnight hypoglycemia with a nadir of 52 mg/dl. The individual believed they initiated but did not complete the meal announcement process. Symptoms included hyperglycemia and hypoglycemia. Outcomes included successful self-treatment of the low with oral glucose (orange juice) after a pump alert, with glucose recovering to range after transient readings of 71 mg/dl, a brief return to the 60s, and then back in range. No medical intervention or hospitalization occurred. Investigation included troubleshooting and education with assignment for additional training, and a scheduling preference was documented for calls before noon central except wednesdays with a specified trainer. Investigation of this case revealed user error related to a missed meal announcement, with device function not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user interaction issues leading to missed or incomplete meal entry.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.